Manufacturer narrative:
Medtronic investigation of returned suspect device finds that as reported, the tip of the driver is rounded out causing a loose fit in the mating screw head. The reported event was confirmed to be caused by a mechanical failure mode due to wear. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. As previously reported, the driver instrument was replaced to resolve the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement open spine clamp driver shipped to site 02/01/2016. No parts have been received by manufacturer for analysis. No further issues have been reported. (B)(4)

Event description:
A medtronic representative reported that, while testing the site's spine instruments it was found that the open spine clamp driver was damaged, it was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.